Event description:
Additional information received from reporter on 3/27/2024 for report number mw5153027. Dexcom g6 sensor inaccuracy: 7:05pm g6 reading 83, finger stick reading is 153. Dexcom g6 sensor error: sensor error > 3 hours. Replaced this sensor. New sensor lot #: 5337745 - inserted (B)(6) 2024.

Event description:
Dexcom g6 sensor inaccuracy: 4:46 pm g6 reading 164, finger stick reading 129. That is a mard(absolute relative difference) of 27.1%.

Event description:
Additional information received from a reporter on 3/25/2024 for a report # mw5153027. Dexcom g6 sensor inaccuracy: 6:48am g6 reading 136, finger stick reading is 112. That is a mard of 21.4%.